Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) was completed. The reported problem (code 204) was investigated. Upon investigation the belt failed the incoming hi-pot testing. The cause of the testing failure was isolated to exposed rear and front pulse wires in the distribution node. The exposed pulse wires shorted together. In addition, mux component u723 on the distribution node pca was shorted. The cause of the service code was the shorted u723. It was unable to be positively determined if the exposed wire caused the shorted component. The pulse wires were pulled in the trunk cable damaging the pulse wire's heat shrink, resulting in the exposed wires. The root cause of the pulled wires was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the patient was receiving service code 204 (belt/monitor unusable).